Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented two days post implant complaining of dizziness while walking. A device interrogation revealed that the right atrial lead was sensing r waves and capturing the right ventricle. A chest x ray confirmed that the atrial lead had dislodged. On (B)(6) 2021 the lead was successfully repositioned. The patient was in stable condition.